Manufacturer narrative:
Testing of actual/suspected device/10: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cs300 intra-aortic balloon pump (iabp) unit and replaced the battery, sealed lead acid, 12v (0146-00-0039). The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra aortic balloon pump (iabp) unit would not hold a charge. There was no patient involvement, and no adverse event reported. Related complaint (B)(4) (broken connector).

Event description:
N/a.